Manufacturer narrative:
Correction: radiograph images were provided which confirm the event of a postoperative cage collapse. Additional information: h7. Recall h9. Z-1065-2025.

Manufacturer narrative:
The implant remains in situ. Radiograph images were not provided. The lot number was not provided; therefore, a review of the device history records could not be performed. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field left blank was not known at the time of this submission.

Event description:
On (B)(6) 2024, a patient underwent a lumbar intervertebral body fusion procedure. Radiographs taken during the 3-month postoperative visit indicated a partial early collapse of the cage. The patient is asymptomatic, and there are no plans for revision surgery. The surgeon will continue to monitor the patient.